Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four kinked cannula events between 21-june-2024 to 22-june-2024. The event occurred after three hours of insertion. The infusion set was inserted in upper buttocks. Blood glucose levels during the event were 532 mg/ml patient address high blood glucose level via taking multi-daily injection. Do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.